Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. During the second firing in the incisura angularis of the stomach, the stapler was able to fire but the central staple line was incomplete. They opened extra reloads to fix the staple line. They switched to a manual stapler to complete the procedure. The patient was alive with no injury.